Manufacturer narrative:
The device was returned to zoll medical corporation; the device was subjected to debug and final testing without duplicating the customer's report. Review of the device activity log shows the shock button was pressed; however there were no charge attempts observed. The device was received with the membrane over mold missing (which labels the buttons, but they are still operational). It cannot be determined if the missing over mold contributed to the customers actions. The device was repaired, passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.